Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on a review article, and no device/lot information was provided. Based on the available information, causes for the reported deaths could not be determined. Additionally, the reported patient effects of death is listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Outcomes, date of event, implant date: dates estimated. The UDI and part number are not known and the lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an event that was captured based on a research article representing a summary of death. It was reported through a research article identifying two randomized clinical trials coapt and mitra-fr in which the mitraclip device maybe related to patient death. Details are listed in the attached article, relationship between residual mitral regurgitation and clinical and quality-of-life outcomes after transcatheter and medical treatments in heart failure: the coapt trial. No additional information was provided.